Event description:
The dealer reported that the concentrator was not alarming. This issue may not alert the user to switch to another source of oxygen should the concentrator malfunction or need repair.